Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-07028. It was reported that vessel dissection occurred. The target lesion was located in the heavily calcified right coronary artery (rca). After a non-bsc guide wire was placed distal to the lesion, pre-dilatation was performed with a 1.2mm emerge balloon catheter followed by a 2.0x15mm emerge balloon catheter. Multiple stents were attempted to be paced but nothing could cross the lesion. Subsequently, rotablation was performed with a 1.50mm rotalink¿ burr; however, a dissection was noted in the proximal to mid rca after the rotablation. A 3.00 x 20 synergy ii drug-eluting stent was then advanced to the lesion. However, the device became lodged into the lesion and when the physician pulled the device back, the stent became stuck inside the lesion. The stent delivery system was pulled back, leaving the stent in the lesion with the guide wire through it. A 1.2mm balloon catheter was then advanced to the stent and the stent was inflated. Subsequently, a larger balloon catheter was advanced for additional dilatation and the stent was deployed in the lesion. Guide wire placement was lost and the stent was rewired. The proximal portion of the stent was left out in the aorta; therefore a 3.0mm non-compliant balloon catheter was used to dilate the stent to its appropriate size. The dissection was completely covered by the 3.00 x 20 synergy ii and the procedure was completed with excellent results. No further patient complications were reported, the patient's status was fine and the patient was discharged from the hospital.